Manufacturer narrative:
On 12/19/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the device, it was observed an area of delamination between patch and shell with leaks. No other anomalies were observed. Possible causes of deflation for delamination include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: 200cc mentor siltex round moderate profile saline breast implant (catalog number 3542625, lot number 191591). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with 200cc mentor siltex round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019.